Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va00ban, implanted: (B)(6) 2012, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 11-may-2016, UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim, gastrointestinal/pelvic floor. It was reported that the reason for the call was the patient said that about 6 weeks ago they went to their healthcare provider's office and the manufacturer representative checked their device. The patient said that the representative told them that there were 2 lead wires that were not functioning or working. The patient did not know any further details about this statement. The patient mentioned that their device is outdated and they couldn't have an MRI with it. The agent emailed field staff requesting they contact the patient to clarify lead comments and to provide the patient with options. The patient stated their ins was basically useless at this point. The patient stated they were planning on switching to a different urologist soon.